Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, when the pump was connected to a power source, the pump would emit strange noises. Customer's blood glucose level was 151 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.